Event description:
An attempt to close a secundum atrial septal defect (asd) with a 20mm amplatzer septal occluder (aso) was unsuccessful. Stop-flow balloon sizing was performed and measured 19mm via intracardiac echo (ice) and 21mm via fluoroscopy. A 20mm aso was chosen. The device was deployed without remark and was observed to have septum between the discs in all directions. There was no shunt noted. A push-pull maneuver was done twice on the device and was noted to be well positioned. Upon release, the device moved with the septum back and forth. Approximately 1-2 minutes later, the anterior-superior portion of the device that was splayed over the aortic mound, dislodged and prolapsed into the left atrium (la). The remainder of the device was still in place. An attempt was made to retrieve the device with a goose-neck snare. The device dislodged completely into the la. Many attempts were made to snare the device, but were unsuccessful. The patient was referred for surgical removal and patch repair of the atrial septal defect. Additional information has been requested, including patient and device information and imaging of the implant procedure, but has not been received at aga. Should the device be returned or additional information become available a supplemental report will be filed.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was not returned to us. Review of the medical records and imaging by aga's medical consultant resulted in the following findings: the tee images showed a very complex asd with a very thin atrial septum giving the impression of a fenestrated type asd. The aortic rim was short but adequate for device placement. The size of the defect was smallest in the caval view. It was a complex defect because there can be a significant size variability depending upon the extent of the thin atrial septum that can be included in the measurements. The ice images showed the defect to be about 12mm. Balloon sizing was performed per aga recommendations and the defect measured about 19mm in diameter. According to aga's medical consultant, the echo images that were performed before and during the placement of the device were of excellent quality. Balloon sizing was performed according to the instructions for use. The appropriate device size was chosen for closure per the balloon measurement. The device embolization occurred because of the thin atrial septal tissue that "gave in" to the self-centering nature of the device, extruding the device slowly into the left atrium after the right disc of the device dislodged from the aortic rim.